Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Blood glucose reminder feature functioned properly and the blood glucose reminder alert was displayed on the insulin pump screen. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. Customer's blood glucose was 58 mg/dl. The customer stated their insulin pump may have been bumped or exposed to moisture from sweat. Customer also stated they had low blood glucose from being active. The customer also had a broken belt clip. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.